Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the drill bit was not bent; and that it was blunt. It was further reported that the drill bit was discarded. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is unknown.

Event description:
It was reported by affiliate via complaint submission tool that during orthopedic procedure the super/rc drbit arthro 2.9 mm did not punch through bone as easily as would like. The procedure was completed with another drill bit. No patient consequences. There was a surgical delay of 1 minute reported. The device is not available to be returned for evaluation.